Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported a map was created by using pentaray catheter. The cs catheter was introduced and a sheath was introduced with an wire. There was an immediate map shift, no errors on the carto® 3 system and no patient movement. The .032 wire was taken out of the sheath and the map shift error resolved. There was no error. The issue was seen during mapping. The approximate difference in catheter location before and after map shift was estimating around 2cm. There was no cardioversion and no patient movement. Confirmed with patch setup and patch locations. Device evaluation details: the issue was investigated by manufacturer, however, the data was requested for investigation, but no data related to the issue could be provided. According to bwi representative indicated the data is no longer available. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed and no additional complaints for the same issue were found. A manufacturing record evaluation was performed for the carto 3 system # 35372, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported a map was created by using pentaray catheter. The cs catheter was introduced and a sheath was introduced with an wire. There was an immediate map shift, no errors on the carto® 3 system and no patient movement. The .032 wire was taken out of the sheath and the map shift error resolved. There was no error. The issue was seen during mapping. The approximate difference in catheter location before and after map shift was estimating around 2cm. There was no cardioversion and no patient movement. Confirmed with patch setup and patch locations.